Manufacturer narrative:
(B)(6), no information provided for initial reporter.

Event description:
It was reported that a cadd® cadd-legacy® plus pump alarmed "no disposable, clamp tubing". The customer replaced the pump with a known good one and continued to use it. At 2:00 a.m. The alarm reoccurred. After that, the patient came to the national cerebral and cardiovascular center for emergency medical care and was admitted. The patient was hospitalized for treatment. The treatment content is unknown. The outcome of the patient is unknown. Medicinal solution (flolan) was administered to patient with pulmonary arterial hypertension.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log did not find a "no disposable, clamp tubing" alarm. Functional testing included accuracy testing. The pump was infused for 24 hours with the cassette it was returned with and the "no disposable" alarm was unable to be duplicated. The pump's upstream occlusion sensor was re-calibrated as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Manufacturer narrative:
Device evaluation: one cassette sample was received in used condition without its original packaging. No discrepancies were observed when visualizing the returned sample. The sample underwent functional testing and the product was successfully attached to a cadd legacy plus pump without any alarms activating. It was also set to run without any difficulties. Production performs a 100% in process inspection, in order to verify for occlusions, check for kinked tubing, verify that the bag is properly placed, and verifies that the height of the arch of the pump tube is within specification. A review of the production floor inventory was also conducted, where a sample of four units were tested and no discrepancies were detected during accuracy testing. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence and investigation, the complaint allegation was not confirmed. No fault was found with the returned sample.